Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 224 (air in line) and se 2367 alarm that appeared on the home choice (hc) display while the home patient (hp) was connected, in dwell 1. The home patient (hp) stated they had connected the supply bag to the incorrect line. The hp also stated that they were re-connecting the bags to the proper lines when the alarm occurred. The technical service representative (tsr) advised the hp that they cannot disconnect and re-connect the bags. The tsr had the hp close all clamps and disconnect using aseptic technique. The tsr advised the hp to inform their nurse of the alarm and to start over with all new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed.a follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed, and the root cause was determined to be use error, because the home patient (hp) stated they connected a supply bag to the wrong line and then having realized it they started disconnecting and reconnecting the bag to the appropriate line when the alarm occurred. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.